Event description:
It was reported that the patient's stimulation was intermittent. In the previous 3 - 4 weeks, the patient's implantable neurostimulator (ins) had been turning itself off. No falls or traumas related to the event were reported. An impedance test indicated values greater than 3,600 ohms on contact pair 0/11 and on programs #3 and #4 (using electrodes #0 and #1 and #8 and #9, respectively). Programs #2-4 were shut off and program #1 was left on. The stimulation amplitude was turned up to 3.5 volts; the patient felt stimulation briefly and then felt it "off." Programs #1, 3, and 4 were shut off and program #2 was turned on. The patient felt comfortable stimulation at 5.4 volts on the left side; the patient also felt stimulation on the right side, which program #2 had been intended for. The stimulation was then turned down to 0 volts and program #2 was shut off. It was noted that stimulation was used "24/7." Battery voltage was indicated at 3.8 volts. Additional information received reported that an additional impedance check showed that 3 electrodes were out of range, and had impedance values greater than 10,000 ohms. The patient was reprogrammed and satisfied with her reprogramming. If any additional information is received, it will be included in a follow-up report.

Event description:
Additional information was received. There was a complaint of an implantable neurostimulator (ins) not holding a charge or near end of life. It was stated that therapy has gotten worse and the ins needed more charging.

Manufacturer narrative:
Product ID: 3998, lot#: j0555274v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).